Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Event description:
--

Event description:
Boston scientific received information that during the procedure of this right ventricular lead high thresholds were noted. The lead was repositioned several times in order to obtain acceptable thresholds measurements. After several attempts to reposition the lead a perforation was noted. Fluid was drained and finally a new lead was implanted. The lead not implanted will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.